Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured multiple times due to mild calcium and patient anatomy. The valve was implanted deep. A snare was used to pull the valve into the ascending aorta. A second valve was successfully implanted. No adverse patient effects were reported.